Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and another manufacturer's cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital due to dizziness and pre-syncopal symptoms. Intermittent rv loss of capture (loc) was observed that resulted in pacing inhibition and asystole for greater than 2 seconds. Fluoroscopic imaging noted that the slack in the lead had pulled back. An invasive procedure was performed. The pace/sense portion of the lead was surgically abandoned and replaced with a new pace/sense lead. The shocking portion of the lead remains in service. No additional adverse patient effects were reported.